Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical. Deflated one day after placement of the balloon on the patient. There was no patient injury or reported adverse events.